Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of drawers 3.1 and 3.2 failed was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4) the field service engineer (fse) replaced the drawer controller board on main half-height drawer 3.2 and replaced the pmc board on main half-height drawers 3.1 and 3.2. After completing the storage space assignment, the hardware failure cleared. The medstation was fully functional, and all drawers were accessible. During dchu visual inspection: (p/n 151622-01): was received with no signs of physical damage, loose components, fluid ingress or missing components. No anomalies were observed during visual inspection. (P/n 151630-01): was received with signs of fluid ingress, no other anomalies were observed during visual inspection. During dchu testing: (p/n 151622-01): the drawer controller board was analyzed on a esd protected surface with a calibrated dmm, the testing showed two malfunction components (d501, q501), no additional tests were required due to the finding. (P/n 151630-01): the dchu testing was not required due to the condition of the board (signs of fluid ingress). The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: p/n 151622-01: it was determined that the root cause of the drawer not detected on bus was attributed to a shorted diode d501 / mosfet q501 on the drawer controller board which led to circuit instability and ultimately compromised the drawer functionality. P/n 151630-01: it was determined that the root cause of the reported "drawers 3.1 and 3.2 failed" is a malfunctioning pcba module controller caused by fluid ingress.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 3.1 and 3.2 failed. As per part investigation, it was determined that there was a shorted diode d501 and mosfet q501 observed on the drawer controller board and pcba module controller caused by fluid ingress. There were no adverse events or injuries reported based on this event.